Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 09 november 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 11 points between the proximal and distal end of catheter. A full dimensional check could not be carried out as the hub was not present and damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was not carried out due to be poor condition of the returned unit. There are no other complaints reported for this batch of devices. A CAPA was opened on 10th october 2005 to address this issue. The proximal flushing port was removed on 22 august 2006. This will allow for flushing to be carried out only through distal port. Summary: three attempts were made to gather further info regarding the complaint, however, no response has yet been received. If a response is receive which impacts the results of the investigation, the complaint will be reopened. As the requested info has not been received, it is unk if the instructions as per the dfu were adhered to. As per the dfu, before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.

Event description:
A renegade catheter was going to be used for therapeutic purpose. Before the procedure, while removing from the dispenser coil, the catheter got kinked. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.